Manufacturer narrative:
(B)(4). Date sent: 1/5/2021 additional information was requested and the following was obtained: no patient consequences and no post-op complications. Upon review of the information provided, it was concluded that this event does not meet the FDA defined criteria for a reportable event and is being considered not reportable.

Manufacturer narrative:
(B)(4). Batch # t9598g. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device and the manufacturing criteria were met prior to the release of this lot/batch. Additional information was requested and the following was obtained: did the patient experience any adverse consequences due to this issue? Yes, the patient had to be taken back to theatre and reopened to stopped the bleeding. What was the approximate size of the vessels that the harmonic was used on? What power level settings were used? Is it known if the device was activated against a hard object? Was the site of the bleeding identified in the second operation? If so, what was the location and was this a site where the harmonic was used in the original procedure? Answer to questions above: no adverse consequences for the patient we opened a 2nd device that worked for the rest of the case. The power setting were 3 and 5, doctor was alternating between them. Attempts are being made to obtain the following information. To date, no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent: please clarify: did the patient need a second operation to control bleeding (per feedback on november 26, 2020) or was there no patient consequence per feedback on december 11, 2020? Did the patient have any inter- or post-op complications due to the issues with the harh23 device?

Event description:
It was reported that about 3 hours into a total pancreatectomy the harh23 started giving errors ¿relax pressure on the blade¿. The dr showed me even when minimal pressure was on the jaws the error kept coming up. We activated the harmonic in saline and cleaned it thoroughly, the error went away for a while then popped up again, then the har23 stopped sealing. The gen11 was showing the activation and completion of sealing tone but the device was not doing anything. The teflon pad was still intact. We opened a 2nd harh23 and had no issues for the rest of the long case.